Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye as the patient could not adapt to the lens. The lens was explanted in a secondary procedure and replaced with another lens. There was no patient injury. Patient was unable to perform one or more daily activities post-surgery. There was no product quality issue. The device did not work as intended. From additional information it was learnt that there was no calculation error. There was no patient injury. The patient states they were unable to drive at night, due to the toric lens and it was resolved since the lens was exchange. The lens was replaced with dib00 with 21.0 diopter. The patient is happy with vision, and no complaints since the iens was exchanged. There was no use error. No other information is available.